Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("unusual and excessive bleeding/unusual bleeding"), abdominal pain ("abdominal pain") and menstrual disorder ("unusual periods/unusual menstrual cycle") in a female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. Concurrent conditions included excessive menstruation. Concomitant products included cilest (ortho tri-cyclen) and cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapse of uterus") and bladder prolapse ("prolapse of bladder"). In 2017, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with tramadol, surgery (hysterectomy), surgery (underwent ablation), surgery (underwent hysterectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, menstrual disorder, cyst, headache, dyspareunia, uterine prolapse and bladder prolapse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder prolapse, cyst, dyspareunia, genital haemorrhage, headache, menstrual disorder, pelvic pain and uterine prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure coils were properly in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("unusual and excessive bleeding/unusual bleeding"), abdominal pain ("abdominal pain") and menstrual disorder ("unusual periods/unusual menstrual cycle") in a female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery (live child). Concurrent conditions included excessive menstruation. Concomitant products included cilest (ortho tri-cyclen) and cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapse of uterus") and bladder prolapse ("prolapse of bladder"). In 2017, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with tramadol, surgery (hysterectomy), surgery (underwent ablation), surgery (underwent hysterectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, menstrual disorder, cyst, headache, dyspareunia, uterine prolapse and bladder prolapse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder prolapse, cyst, dyspareunia, genital haemorrhage, headache, menstrual disorder, pelvic pain and uterine prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure coils were properly in place quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received. Following events were added: abdominal pain, prolapse of uterus, prolapse of bladder and cysts. Event term updated: unusual and excessive bleeding/unusual bleeding and unusual periods/unusual menstrual cycle. Lot number added. Treatment drugs added. Historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.